Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refy1285 showed ten other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer that this patient requires to have a double-lumen powerpicc catheter placed as evaluated by doctor due to the need for long-time infusion of irritant medications. After insertion, when the catheter was being flushed and locked, liquid leaked at the purple connector of the catheter. The bd flush pre-filled flush syringe was then used for direct injection of liquid and liquid leakage continued.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, video analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak from the purple luer adaptor was confirmed and is likely related to the manufacturing process. A video of a functional test on an implanted d/l powerpicc catheter was returned for evaluation. A syringe and needleless injection cap were attached to the purple luer adaptor. As the syringe plunger was advanced, a dripping leak was observed emanating from the connection between the catheter luer adaptor and the needleless injection cap. The characteristics of the leak in the provided video were similar to a previously identified luer molding defect which could result in inadequate sealing of the luer adaptor with an interfacing device. Bd is working closely with manufacturing to prevent recurrence of the reported event.

Event description:
It was reported by the customer that this patient requires to have a double-lumen powerpicc catheter placed as evaluated by doctor due to the need for long-time infusion of irritant medications. After insertion, when the catheter was being flushed and locked, liquid leaked at the purple connector of the catheter. The bd flush pre-filled flush syringe was then used for direct injection of liquid and liquid leakage continued.